Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported about a month ago they started seeing a message on their controller that said 'contact your clinician' with code 302. Agent understood about a month prior was when the patient began seeing eri message (201). Agent reviewed meaning of message and redirected patient to their healthcare provider to further address the issue. Patient mentioned they thought their ins battery was supposed to last 10 years.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.